Event description:
It was reported that it was unable to deflate the balloon after surgery during use. The customer punctured the balloon with a 27 gauge needle to deflate the balloon. The reporter stated that there was no missing balloon latex remaining in the patient body. There were no patient complications reported.

Manufacturer narrative:
One fogarty embolectomy catheter was returned for evaluation. The catheter body was found to be in good condition although there appeared to be damage to the balloon area of the catheter. It was noted that the balloon latex was ruptured or torn when received. The customer stated they ruptured the balloon to remove the catheter. The balloon and balloon windings were visually inspected for indication of damage or abnormality and the proximal bushing and windings were found to be slipped distal on the catheter tip. There were no missing components. The inflation lumen was found to have a full occlusion. Further examination found that the proximal bushing was positioned over the inflation slot, which would account for the balloon not deflating during use. This condition may occur if the maximum pull force (2.0 lbs per IFU) has been exceeded. Visual examinations were performed with the unaided eyes. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. Although the complaint was confirmed during the evaluation, there are no indications of a manufacturing non-conformance. It could not be determined if procedural factors or device handling may have contributed to the event reported. No actions will be taken at this time.